Manufacturer narrative:
The customer was able to find damaged tubing at fitting (ff) 107 from pinch valve pv37. The customer replaced the tubing, resolving the leak, but the instrument continued to generate ambient and lyse temperature errors. The customer stated that although a field service engineer (fse) did not make an onsite visit, the customer spoke with the fse via telephone. The fse explained that the peltier module most likely got wet from the leak. The fse recommended waiting about a half hour, allowing the peltier to dry, and then perform startup. The customer stated the fse's instructions resolved the errors. The customer also stated the instrument is operational with no further issues. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 1 cup of uncontained blue fluid leaked from a coulter hmx hematology analyzer with autoloader onto the counter during a needle cleaning procedure. There were ambient and lyse temperature error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.